Event description:
A report was received that a pt was experiencing difficulties charging the ipg. The pt underwent a pocket revision procedure, because the ipg was too shallow. The pt is reportedly doing well following the procedure.